Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Can't get tampon out...stuck inside of me [foreign body in reproductive tract]. Uncomfortable- vagina [vulvovaginal discomfort]. Uncomfortable to remove tampon [complication of device removal]. Consumer called stating the tampon was stuck inside of her, and it was uncomfortable to remove. No serious injury was reported.